Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the surgeon inspect the jaws to see if a clip was in place prior to placing the jaws on the vessel? Did the jaw of the device cut the artery or did the clip cut the artery? How was the artery repaired? How many clips were fired before the issue? What was done to complete the procedure? Was there any patient consequence? If yes, please describe. What is the current patient status?

Event description:
When the surgeon tried to clip an artery, the clamp has cut entirely this one instead of clamping. Diep flap procedure.

Manufacturer narrative:
(B)(4). Batch # p92754. Additional information was requested and the following was obtained: did the surgeon inspect the jaws to see if a clip was in place prior to placing the jaws on the vessel? No. Did the jaw of the device cut the artery or did the clip cut the artery? Jaw of the device. The device probably did not load properly. How was the artery repaired? Placement of 2 clips on the artery stump. How many clips were fired before the issue? At least 5. What was done to complete the procedure? 2 clips were placed on the artery and the procedure was completed normally. Was there any patient consequence? No. What is the current patient status? Fine. Device analysis: the analysis results found that the mcm30 device was returned with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining 28 clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.